Manufacturer narrative:
(B)(4). Visual assessment found the basket was closed when received. The sheath was kinked at the distal end of the luer cap and several other locations along the working length. The sheath black strain relief was torn at the distal end of the luer cap. The basket wire sub-assembly was kinked in several locations along the working length, the basket wires were bent. Two (2) of the basket wires were broken at the distal end, they appear to be broken under stress. A functional evaluation found the basket would not open. The pull wire would protrude from the tear at the proximal end of the sheath. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in the bile duct during a laparoscopic cholecystectomy procedure performed on (B)(6) 2015. According to the complainant, during procedure, the basket handle won't operate. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation result of basket wire broke.